Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. The customer's other blood glucose was 720 mg/dl, 338 mg/dl, 417 mg/dl. Troubleshooting was done for high blood glucose and under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer states that infusion set was detached. The insulin pump will not be returned for analysis.